Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was 243 mg/dl. The customer stated that the pump says rewind complete, but the piston did not react. The customer stated that he is stuck in the rewind complete/bolus delivery loop. The customer did not try to deliver a bolus while in the rewind tubing process after sending blood glucose to pump via meter. The customer was assisted with clearing battery out limit alert. The pump did not exit the rewind complete/ bolus delivery loop and complete the fill tubing process successfully. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump primed properly. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. No cosmetic damage noted during our physical inspection.